Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and reload both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records for the labels received indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack and deformed anvil clamping mechanism may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The product has been returned and investigation is currently pending. Once the investigation has been completed, a supplemental will be submitted with the result findings.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a vats lung cyst plication surgery, the second fire was conducted using a handle, reload, and reinforcement material. The device stopped firing at 20mm, advanced, and then the handle ran idle. The jaws of the reload were opened; some u-shape staples were found remaining in the lung parenchyma. The access port was added and a new handle and reload were opened. The surgeon fired the device to the tissue with resecting the incomplete staple line and the case was completed. The last known patient status is that he is good.